Manufacturer narrative:
Device remains implanted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds 3.3v @ 0.80ms, low amplitude , myopotential noise and loss of capture. A technical service (ts) consultant reviewed device data and provided suggestions to perform lead integrity testing. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds 3.3v @ 0.80ms, low amplitude, myopotential noise and loss of capture. A technical service (ts) consultant reviewed device data and provided suggestions to perform lead integrity testing. The device remains implanted. No adverse patient effects were reported. New information was received that this right ventricular (rv) lead was surgically repositioned due to exhibited high thresholds. The rv lead remains implanted. Besides surgical intervention, no adverse patient effects were reported.